Event description:
It was reported that the device had a power on reset caused by radiation. The device parameters were restored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters noted one por for critical ram parity error, addr=0c1b, data=8f, on (B)(6) 2011 and one patient alert for device circuit error on (B)(6) 2011.